Event description:
It was reported that there were concerns of noise with this right ventricular (rv) lead. Technical services (ts) evaluated the event and indicated that the observed signal appears consistent with rv oversensing of diaphragmatic myopotentials, characterized by its low amplitude and cyclic nature. This situation did not impact device therapy. Ts suggested reprograming options. No adverse effects on the patient were reported. The device remains in service.